Event description:
It was reported a 63 yo male patient, initial right tka in (B)(6) 2017, underwent a revision procedure in (B)(6) 2025, approximately 7 years 11 months post the initial procedure. The patient returned to the surgeon with complaints of stiffness, pain, and dissatisfaction with their total knee replacement. The patient has a recalled poly implant. They were scheduled for a revision tka, possible poly swap. The patient had revision surgery in (B)(6) 2025 and the poly implant and patella implant were swapped. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. They were sent to the lab at the hospital. Device images were provided. No further information. This is 1 of 2 reports for this event.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-03-0350 - logic cr femoral cem, right, sz 5, (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, (B)(6), 02-012-49-5009 - logic cr tib insert slope++, sz 5, 9m. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
The pain and subsequent revision reported was likely the result of prosthesis wear of the tibial insert and the patella. Possible causes for polyethylene wear include high contact stresses during knee flexion, third body wear, or any combination of these possibilities. Contributions from the overall slope of the insert may have allowed for excessive posterior articulation leading to wear of the polyethylene insert. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. H6: corrected component and investigation clinical codes.